Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a the device not working. During procedure, it was found a fluid loss caused by a fracture in tubing leading to one of the cylinders. All components were removed and a new ipp was implanted. There were no patient complications.